Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient scs ipg was inoperable for more than 2 months. A manufacturer representative confirmed the issue by using multiple external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a different model and therapy was restored post-operatively.